Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. D4: batch # x70090. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the d12xt device was returned with the universal seal component disassembled and was observed to be not properly welded. In addition, the packaging opened was returned along with the instrument. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when positioning the trocar on the patient when removing the mandrel, the rubber fell from the top and no longer engaged. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Additional information was requested and the following was obtained: "is the current patient status known? There was no patient involvement. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) It does not apply."